Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker received the serial number of the device. Section d4 and h4 have been updated accordingly.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The information in initial MDR 0003015876-2025-01930 was determined to be erroneous and a reportable malfunction did not occur. A supplemental report will not be forthcoming

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.